Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The pdrn reported receiving dl drain line is blocked warning messages during drain 2 of 3 of treatment. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from both pumps a and b, amount was one tablespoon in total (total amount of fluid from both pumps). The pdrn was advised to disregard using the cycler to let inside area dry. Advised to use the cycler for next days treatment and call if they encounter any issues. Upon follow up, the pdrn stated the patient was able to complete peritoneal dialysis treatment using the cycler prior to the discovery of the reported fluid leak event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The liberty cycler set used by the patient was available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The pdrn reported receiving dl drain line is blocked warning messages during drain 2 of 3 of treatment. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from both pumps a and b, amount was one tablespoon in total (total amount of fluid from both pumps). The pdrn was advised to disregard using the cycler to let inside area dry. Advised to use the cycler for next days treatment and call if they encounter any issues. Upon follow up, the pdrn stated the patient was able to complete peritoneal dialysis treatment using the cycler prior to the discovery of the reported fluid leak event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The liberty cycler set used by the patient was available for return for physical evaluation by the manufacturer.